Manufacturer narrative:
(B) (4): the product was returned for evaluation. Visual examination confirmed the tab was missing from the tip of the driver. The tab was returned. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tab at the tip of the crosslink driver broke and fell off. The tip broke off in the patient but was retrieved. Although, the instrument was used in surgery, no patient complications were reported.